Event description:
A mayfield modified skull clamp was reported to have slipped. It is unk whether there was any pt injury or if the procedure was delayed. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.